Event description:
It was reported that insulin gauge displayed an amount different than expected on a previous day, with pump showing a fill estimate of 50 units and difference from expected value greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised customer to call back for troubleshooting if problem occurred again, which customer acknowledged.